Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation with the results.. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Upon final tightening of the c5 screw, the threaded driver tip broke off into the head of the screw. Tightening was continued until the bushing popped out of the plate. The screw and bushing were removed and that plate hole was left empty.